Event description:
User stated there was a leak at the high pressure water inlet hose behind the analyzer on the floor. The leak was a slow drip and there was very little water on the floor. No patient samples were involved. No one had slipped or been harmed. The field service representative determined there was a problem with the hose clamp and replaced it.